Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and confirmed the issues reported by the customer. The leak was caused by a hole in tubing from the blood sampling valve (bsv) wm13 to the rear blood detector. The fse replaced the tubing to resolve the leak and diluent error messages; however, the differential would not pass verification. Upon return visit, another fse replaced tubing from the mixing chamber to the flowcell to resolve the differential issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there was a diluent leak of less than 0.5ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained. In addition, the customer reported there were no differential (diff) results being generated and diluent comparison out of limits error messages were received. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.